Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2017 with the following findings: a review of the pump¿s black box showed evidence of reboots occurring. A visual inspection of the pump revealed battery compartment cracks. No damage was observed to the returned battery cap; the battery cap attached securely to pump. The battery cap contact height and width measurements were found to be within specifications. Evidence of moisture corrosion was observed inside the battery compartment. A leak test was performed and battery compartment leaks were found. The pump was exercised for 24 hours with no reboots or power loss occurring. The pump cover was removed and no evidence of moisture or loose components were found inside pump. The complaint of an intermittent power issue was shown in the history but was not duplicated during investigation.